Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the due to incomplete laser penetration in certain areas which lead to incomplete flap in right eye of the patient during refractive surgery and surgery completed on same day.